Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 21, 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was displaying only the 'apply sample' icon during testing. On november 22, 2006 the medical affairs specialist (mas) spoke with the patient to obtain and verify information. The mas also reviewed the recorded telephone call. The patient noted the reported meter would continue to display the apply sample icon, or 'two dashes', despite adequate sample placement; she was unable to obtain a blood glucose reading on the day. The patient noted this issue had occurred for 'a while', and she would need to retest in order to obtain a reading. At 4:00 pm the patient became tired and passed out. The patient's husband contacted emergency services, and performed CPR as the patient had stopped breathing and had a "very low blood pressure." When paramedics arrived, the patient's blood glucose level was tested to be 18 mg/dl. The patient was unaware of the specific treatment given, but she was revived and transported to the emergency room. The patient was admitted witha diagnosis of diabetic coma. The patient's diabetes was treated with insulin while in the hospital. Two days later, while hospitalized, the patient had a second event of a diabetic coma, and her blood glucose level was tested to be 30 mg/dl at that time. On the day of the event, the patient had taken her usual meals and medications, and had no other illnesses. The patient tests her blood glucose level two to three times per day. The patient had a backup meter, but it was not working, as it needed a replacement battery. The patient takes the oral diabetes medication amaryl (glimepiride) 4mg twice per day. The patient also takes medication for high blood pressure. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient's testing technique was incorrect, which can cause the apply sample to remain on the display. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient was unable to obtain a blood glucose reading on the reported meter due to the test not starting after sample application. The patient became hypoglycemic and received emergency medical attention and treatment. Therefore this complaint is being reported as an adverse event.